Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no flow during therapy. All connections were checked and the flow rate did not improved. Therapy was interrupted in order to put a new set of pads on the patient. Therapy was continued using the same set of pads with no further issues.

Manufacturer narrative:
The reported issue was confirmed. Visual inspection noted that the right chest pad was ripped on the reinforcement tab, this issue could have caused the low flow. The right thigh, left thigh and left chest pads were found free of damage, all the pads found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of the clamping rings on the manifold connector, the seal between the manifold connector and the pad was found completed sealed, the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pads returned. According the test method, the flow rate could not be performed for the right chest pad due to the rip on the reinforcement tab, this issue could have caused the low flow). On the rest of the returned pads the flow rate was found acceptable. The flow rate for this product must be above 2.4 l/min m2.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no flow during therapy. All connections were checked and the flow rate did not improved. Therapy was interrupted in order to put a new set of pads on the patient. Therapy was continued using the same set of pads with no further issues.

Manufacturer narrative:
The reported issue was confirmed, however, the cause is unknown. Visual inspection noted that the right chest pad was damaged. The right thigh, left thigh and left chest pads were found free of damage, all of the pads were found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the manifold connector, the seal between manifold connector and pad was found completed sealed, the pads were noted to have sealing presence. No manufacturing issues related were noted during the visual evaluation of the pads returned. The flow rate test could not be performed for the right chest pad due to the pad being damaged. On the rest of the returned pads the flow rate was found to be acceptable. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿

Event description:
It was reported that there was no flow during therapy. All connections were checked and the flow rate did not improved. Therapy was interrupted in order to put a new set of pads on the patient. Therapy was continued using the same set of pads with no further issues.